Manufacturer narrative:
The returned autopulse platform (sn: (B)(4)) was serviced for preventative maintenance (pm) on may 26, 2020. During the functional testing, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. Investigation findings confirmed that the brake gap was within specification. The root cause for the observed ua17 was due to the defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in september 2010, and it is almost 10 years old, well beyond its expected service life of 5 years. The defective drivetrain motor was replaced to remedy the fault. During the visual inspection of the returned autopulse platform, no physical damage was observed. Unrelated to the reported complaint, it was noted that the clutch plate was sticky. The probable root cause for this issue is most likely due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, attributed to normal wear and tear. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was returned for preventive maintenance (pm). During the functional testing, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message.